Event description:
It was reported, the pt could not feel stimulation and the amplitude was auto-reducing. The sjm representative met with the pt and determined there were four contacts on the lead with invalid impedance. Reprogramming was unable to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.